Manufacturer narrative:
Since the part lot number was not provided, it was difficult to determine which production lot the faulty screw came from. However, qa manager conducted inventory inspection for current c23xx screws to ensure parts are in conformance to the engineering print. Report is being submitted more than 30 days after the incident occurred due to lack of timely response from the surgeon involved in the case.

Event description:
The statement below is surgeon's explanation of what transpired during the surgery: "orif for a scaphoid proximal pole non-union. Inserted guide wire easily to a good position. Measure to take a 22mm screw. Drilled under x-ray to ensure I was drilling the distal fragment then countersunk. Screw easily in through the proximal fragment and engaged with distal one easily advancing and going well. Before the screw head engaged the proximal fragment, felt a click, (it was going in using thumb, index and middle at the time), thought I had snapped the guide wire as it was such a small click, took out the screw driver and the head had sheared off where it joins the smooth shaft which was now completely sticking out of the scaphoid. The distal threads were completely in the distal fragment." The surgeon had to file down the protruding section of the embedded screw and left the rest of the part in the scaphoid. The surgeon decided to use two k-wires as a replacement for the broken screw. No additional information was provided by the rep, nor the surgeon after the surgery.